Event description:
Baxter (B)(4) was contacted on (B)(4) 2012 and the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12e09030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.a evaluation of the companion sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. If additional relevant information is received a follow-up will be submitted.